Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported a kink occurred. The patient underwent a left atrial appendage closure (laac) procedure. A 33mm watchman® delivery system was prepped and inserted into the watchman® double curve access system. The initial device deployment was too distal so a partial recapture was performed. The process was repeated two more times. The device was too distal and the feet of the device were not fully expanded. There was a total of three partial recaptures. On the last deployment, the device was too proximal, so a full recapture was performed. Another 33mm device was prepped and inserted into the access system. Resistance was felt when advancing the delivery system into the access system. A kink was noticed on the access system close to the insertion site, so the access system and delivery system were removed together. The procedure was completed with another access system and delivery system. There were no patient complications and the patient's condition is good.